Event description:
Customer reported the system is displaying collimator iris errors and poor image quality. System operates as intended.

Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator and performed a beam alignment. System operates as intended.